Manufacturer narrative:
Nothing is being returned for evaluation; user facility retaining possession of the complaint device, no lot number has been supplied, which precludes conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint; also the device is over 4 years old and has been well used without any previously reported issues. We cannot determine what may have been the cause for the device becoming bent or distorted; we only know that inanimate objects do not bend themselves. At this point in time no further action is warranted, however, this file will remain receptive to any potential forthcoming info which is germane to the issue.

Event description:
Our rep is reporting to us that during an arthroscopic acl repair, it appears that he distal end of the 5mm femoral aimer was slightly bent/distorted which caused the drill pin coming through the cannulation to abrade against the deformed section, which in turn caused some metal shavings to fall into the patient's joint space. All of the debris was easily removed from the body and the procedure was concluded successfully without further issue or harm to the pt. The complaint device is 4 years old and has been well used. The facility is retaining possession of the complaint device.